Event description:
Customer reported issues with the insulin pump. Customer states that the drive support cap appears to be damaged. The blood glucose reading is unk. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.